Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell on the pump and the touchscreen shattered. Reportedly, the pump was not functional. The customer's blood glucose level was 181 mg/dl. Reportedly, the contact reached out to the customer's healthcare provider to obtain alternate insulin therapy.